Event description:
Information was received from multiple sources (healthcare provider and consumer) regarding a patient who was receiving morphine (unknown concentration/unknown dosage) via implantable infusion pump. The indication for use was spinal pain indications. It was reported that the patient experienced withdrawal, seizures, cold and hot symptoms. The patient just had a replacement due to normal battery depletion. The patient family/friend took the patient to the hospital, and they said he was having withdrawals. The patient spoke to their healthcare provider (hcp) and he double checked and everything in the pump was working right. They tested him but has been in withdrawal for three days now. The patient was currently at the hospital where his hcp was. The patient wondered if we could check the pump out. The patient was redirected to their healthcare provider to further address the issue. The patient has been in touch with the hcp and was currently in the hospital. The patient also stated in the past the patient went through withdrawals 4-5 years ago and their hcp ended up stating the pump was malfunctioning. The stated the pump didn¿t alarm but they took out and put new one in. Omitted information pertaining to previous withdrawal/pump replacement in (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2022-08-05 rtg update (con): additional information received from patient representative stated that the patient has been in and out of the hospital since the new pump was implanted. The healthcare provider (hcp) said there was nothing wrong with the pump. The patient stated every time the hospital checks the patient¿s vital values kept changing so they believed something was wrong with the pump. The patient stated they never had this much trouble with the pump before. The patient was told they have two types of infection, but the hospital would not give the patient any antibiotics.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.